Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a reagent pack was jammed on the reagent loader on an atellica ch 930 analyzer. Siemens advised the customer to remove the jammed reagent pack from the reagent loader using the manual pack release button on the top of the reagent loader assembly. An operator successfully removed the reagent pack, shut down the analyzer, and restarted the module. While removing the reagent pack, the operator reportedly sustained a small cut to her thumb. Siemens reviewed the instrument data and determined that the subsystem misalignment potentially contributed to the reagent loader error. On the day of the event, the reagent loader arm was unable to move to its expected vertical position. This was potentially due to the reagent pack hitting the edge of the slot opening instead of being placed fully into assigned reagent server position. It was suspected that the reagent pack was potentially swollen or deformed, which caused an issue with proper placement into the reagent server. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a reagent pack was jammed in the reagent loader on an atellica ch 930 analyzer. While attempting to clear the jammed reagent pack, an operator reportedly sustained a small cut to her thumb on the reagent loader¿s metal fingers. The operator cleaned the cut with alcohol and clean gauze and applied a band-aid. No further medical intervention was required. There are no known reports of adverse health consequences due to the event.